Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 211mg/dl. Pt didn't feel well and took an extra 1/2 pill not prescribed by their dr. About fourty minutes later pt passed out and was taken to the ER. The ER performed a lab glucose and the level was 31mg/dl. Pt received a glucose injection. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.